Event description:
The clinical educator reported that the patient had reported to her that after she removes the vgo patient notices a sore that will appear at the location of where the needle was placed and the patient reported the sores have not healed. The patient discarded the devices.